Event description:
It was reported that the insulin pump had frozen display while changing the settings. The customer tried to clear the frozen screen, but the device alarmed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent up arrow button due to flattened dome switch. No frozen screens were noted.